Manufacturer narrative:
Device evaluation: the cadd pump was received in good physical condition. No evidence available in event log. Performed functional testing, visually inspected the pump. Reported problem duplicated/replicated: yes, the customer's stated problem was verified. Inspected the pump and performed functional tests as required, the lcd display was found to be not working properly. Further investigation of the pump and determined that the software is the root cause of the issue. Also, found is the cold solder on micro processor board which could possible be the other issue. The customer reported condition was confirmed. Problem source is unknown..

Event description:
Information was received that a smiths medical cadd ms3 pump requires pm, screen freezes, blocked flow being displayed. No patient involvement.